Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08680 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. All buttons functioned properly and no unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals there were five (5) no delivery (insulin flow blocked) alarms generated, listed below: 08/19/2024 20:46:09 alarmalertnotification (40) faultnumber: nodelivery (7) during a tubingfill delivery. 08/20/2024 00:02:15 alarmalertnotification (40) faultnumber: nodelivery (7) during a tubingfill delivery. 08/20/2024 00:05:38 alarmalertnotification (40) faultnumber: nodelivery (7) during a tubingfill delivery. 08/20/2024 00:08:54 alarmalertnotification (40) faultnumber: nodelivery (7) during a tubingfill delivery. 08/20/2024 03:13:01 alarmalertnotification (40) faultnumber: nodelivery (7) during a tubingfill delivery. The pump was cut open and the keypad overlay/button dome switch layer was removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, torn serial number label, and pillowing keypad overlay. The pump passed all functional testing: insulin flow blocked alarm complaint, unresponsive keypad, and high bg anomaly are all not confirmed. The pump history file lists three (3) boluses on the event date, 8/19/2024, listed below: 08/19/2024 04:52:41.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 15000 (1.5 u) bolusamountdelivered: 15000 (1.5 u) 08/19/2024 18:14:00.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 39000 (3.9 u) bolusamountdelivered: 39000 (3.9 u) 08/19/2024 23:59:14.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 34000 (3.4 u) bolusamountdelivered: 1000 (0.1 u) please see below for the daily total of all insulin delivered on the event date, 8/19/2024: 08/20/2024 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: 08/19/2024 00:00:00.000. Dailytotalofallinsulindelivered: 175000 (17.5 u). Dailytotalofbasalinsulindelivered: 120000 (12 u). Dailytotalofbolusinsulindelivered: 55000 (5.5 u). There were no auto suspend events on the event date, 8/19/2024. There were no user suspend events on the event date, 8/19/2024. The pump history file lists three (3) boluses on the day after the event date, 8/20/2024, listed below: 08/20/2024 13:43:33.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) 08/20/2024 17:46:39.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) 08/20/2024 20:56:47.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 22000 (2.2 u) bolusamountdelivered: 22000 (2.2 u) please see below for the daily total of all insulin delivered on the day after the event date, 8/20/2024: 08/21/2024 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: 08/20/2024 00:00:00.000. Dailytotalofallinsulindelivered: 123000 (12.3 u). Dailytotalofbasalinsulindelivered: 61000 (6.1 u). Dailytotalofbolusinsulindelivered: 62000 (6.2 u). There were no auto suspend events on the day after the event date, 8/20/2024. There were no user suspend events on the day after the event date, 8/20/2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, no delivery/occlusion alarm and hyperglycemia. The customer reported blood glucose value of 389 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved mmt-332a, mmt-1880l, mmt-397a. Troubleshooting was performed. Customer reported all the keypad aside the back button. The customer experienced high blood glucose and customer reported past insulin flow blocked alarm event and issue was resolved. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for mmt-397a. The customer will discontinue the use of the device mmt-1880l.